Event description:
A report was received that a pt's precision system was explanted. The pt reported that the device was not working for him. The physician was contacted, but had no info available about the explant.